Event description:
It was reported that the 9800 system had a cine disk error and would not work in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board, cine bridge board, and cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.